Event description:
It was reported through the filing of a lawsuit, that allegedly the patient underwent total knee replacement surgery on (B)(6) 2006, and the patient's surgeon utilized the shapematch cutting guide. It is also alleged, that subsequent to her knee replacement, the patient began experiencing significant knee pain, discomfort, joint instability, and limitation on mobility. It is further alleged that diagnostic testing revealed the knee replacement was misaligned and may need to be replaced.

Manufacturer narrative:
An event regarding pain, discomfort, joint instability, limited mobility and misalignment involving a unknown reconstructive product was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported through the filing of a lawsuit, that allegedly the patient underwent total knee replacement surgery on (B)(6) 2006, and the patient's surgeon utilized the shapematch cutting guide. It is also alleged, that subsequent to her knee replacement, the patient began experiencing significant knee pain, discomfort, joint instability, and limitation on mobility. It is further alleged that diagnostic testing revealed the knee replacement was misaligned and may need to be replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee.the information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).